Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to the pad on c22 positive lead is damaged which damaged the r45 resistor on the computer/analog board. The root cause for the damaged c22 positive lead and open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor.